Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's wire moved when it got stuck to their bedside commode, but the patient was still feeling stimulation. The patient also mentioned that their bandage was coming loose up at the top and was trying to reinforce it. The patient was advised to follow-up with their healthcare provider (hcp). No patient symptoms were reported. No complications were reported or anticipated.